Event description:
It has been reported to philips that the system would not expose normally. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Review of the system log file showed that the image disk was not detected. Upon functional testing fse found that the image disk storage was full. Fse replaced the image disk, sata cable and recreated the image store. After replacement and recreated the image store the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Review of the system log file showed that the image disk was not detected. Upon functional testing fse found that the image disk storage was full. Fse replaced the image disk, sata cable and recreated the image store. After replacement and recreated the image store the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact codes were corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.